Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) who went to the emergency room experienced a stinging sensation in or near the pocket. The patient was suspected to experience pocket stimulation in addition to having an abscess in the center of the chest. The boston scientific technical services consultant recommended to isolate each lead and pace at higher outputs while considering serial impedances to rule out stimulation, noting that the sensation may be related to nerves in the newly implanted system and suggesting a referral to the device-following physician. As of this time, this ICD remains in service. No adverse patient effects were reported.